Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient was 212 mg/dl. The issue occurred with three similar types of infusion sets used for 12 hours for event one, three hours for event two and overnight for event three. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08955- device 3 of 3.